Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: website.

Event description:
A consumer reported two false positive sars results. The consumer communicated the result were confirmed negative by other rapid antigen assays. It is unknown if the consumer was symptomatic. Report 2 of 2..